Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the neutral prong of the power plug from a 2008t hemodialysis (hd) machine was burnt. The biomed later described the prong as "scarred". Despite this, the biomed stated the machine remained in service and was fully operational. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. Per the biomed, the machine has approximately 25,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and has no previous history of failing electrical leakage or electrical safety testing. In addition, the biomed stated the machine has never failed polarity testing. The biomed believes there is an electrical issue at the facility and was waiting to get approval from the area technical operations manager (atom) to have an electrician come onsite to evaluate the outlets. No parts were replaced, and thus, no sample is available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the neutral prong of the power plug from a 2008t hemodialysis (hd) machine was burnt. The biomed later described the prong as "scarred". Despite this, the biomed stated the machine remained in service and was fully operational. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the machine has never failed polarity testing, and they did not think that the machine had ever undergone electrical leakage testing. However, the biomed did indicate that the machines at the facility go through annual electrical safety checks. The biomed believes there is an electrical issue at the facility and was waiting to get approval from the area technical operations manager (atom) to have an electrician come onsite to evaluate the outlets. No parts were replaced, and thus, no sample is available to be returned for evaluation. There was no patient involvement associated with the reported event.